Event description:
The suspect device was used to test pt's blood glucose and results of 156 and 255mg/dl were obtained. Emergency medical technician's were called and they used their meter to check pt's blood glucose and the reading was 34 or 41mg/dl. Pt was taken to the ER and treated for hypoglycemia.